Event description:
Reportable based on the analysis completed 14oct2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The lesion being treated was located in the severely calcified left anterior descending artery. The physician advanced the 2.50x24mm promus element stent delivery system (sds), however the sds was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status is good. Returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. Two struts on the 1st row from the distal end were raised proximally. The balloon was tightly wrapped and was not subjected to any positive pressure. No issues were noted with its profile that could have potentially contributed to the complaint incident. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The inner and outer lumen was kinked approximately 119mm distal from the port. This type of damage could be caused by excessive force being applied during guidewire removal. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).